Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the ER after receiving an alert via merlin.net transmission. Review of the alter revealed non-sustained vf that was correctly withheld. Egm's showed noise. Noise was reproducible in clinic. Later, the patient received multiple shocks due to noise. No electrical anomalies were observed under fluoroscopy. The lead was capped and replaced due to oversensing without complications.